Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multisite update reverted the changes that had been made by the user. Customer changed the override permissions in the station and service team will follow up to ensure the changes made did not revert. Customer success manager fixed the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system emergency medications have been changed to general item and could not be overridden by nurses in an emergency situation by adding to profile. Customer stated that they have changed every single one and the medications have all reset and it was affecting accessibility of the drugs to patients. The customer added that the emergency medications glucagon, epinephrine, naloxone and nitroglycerin need to be available in moment's notice as they do not have emergency kits in facilities. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: b3, b5, d4, d5, e3, g1, h6, h11. D4 serial number and UDI are unknown. A review of the complaint history for sn was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn was performed from 03-may-2022 to 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn was performed from 03-may-2022 to 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower system emergency medications have been changed to general item and could not be overridden by nurses in an emergency situation by adding to profile. Customer stated that they have changed every single one and the medications have all reset and it was affecting accessibility of the drugs to patients. The customer added that the emergency medications glucagon, epinephrine, naloxone and nitroglycerin need to be available in moment's notice as they do not have emergency kits in facilities. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.